Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that there was an end-of-service (eos) message and the patient should contact their healthcare professional (hcp) to schedule a replacement surgery. The eos is irrelevant with respect to the implant date and it was due to known overdischarge events. The representative met with the patient, performed a power-reset mode (prm), cleared the power-on reset (por), and witnessed an eos. The last time stimulation was felt was 1.5 weeks ago. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined conclusion code 92 no longer applies to this event. Additional review determined conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.